Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an urgent care visit on (B)(6) 2015 with blood glucose of over 400 mg. Customer had diabetic ketoacidosis and was vomiting. Customer was treated with insulin drip and fluids. Customer was not able to find site which caused high blood glucose.